Event description:
A hospital in (B)(6) reported that an rt200 adult dual heated breathing circuit did not warm up causing the humidifier to alarm. No patient consequence was reported.

Manufacturer narrative:
(B)(4). The rt200 is not sold in the USA but it is similar to a product which is sold in the USA. The 510(k) for that product is k983112. Method: the inspiratory and expiratory limbs of the complaint breathing circuit was returned. A heater wire resistance test was carried out using a multimeter. Results: the heater wire resistance for both the inspiratory and expiratory limb of the returned complaint device was found to be within specification for this product. Conclusion: no fault was found with the returned complaint breathing circuit. All breathing circuits are electrically tested during production and those that fail are rejected.